Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, after inserting the proglide device and deploying the foot, the physician heard a "click and pop" while deploying the needle plunger. The needle plunger did not fully deploy. The proglide device became stuck and could not be removed from the patient anatomy. The patient was sent for cut down surgery to remove the device. The level of anesthesia was changed to general. During the cut down surgery it was noted that the device was stuck in scar tissue. The device was successfully removed and there were no adverse patient effects. Hemostasis was achieved with surgical suturing. There was a clinically significant delay in the vessel closing procedure due to the cut down surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the plunger and difficulty to remove were confirmed based on the returned device analysis. The noise could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.